Event description:
During ex-lap for splenectomy, endoscopic linear cutter malfunctioned and would not cut. Device replaced. No patient harm. Dates of use: (B)(6) 2017. Diagnosis or reason for use: splenic injury. Is the product compounded: no. Is the product over the counter: no.